Manufacturer narrative:
The log analysis showed that the potentiometer to adjust the oxygen concentration failed. Investigation of similar events showed that rare use of this knob resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported event. Dräger will issue short dated a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities will be informed as soon as this action starts.

Event description:
It was reported that after placing the patient on bypap mode (12 over 5) the message "inop device failure tf04.0029" was displayed on the screen. Ventilator was removed from the patient. No patient injury reported.